Event description:
It was reported that by unscrewing the tubing at the PICC line connection, a piece got stuck in the PICC valve. The system broke down.the doctor tried to extract the piece of plastic that broke up into small pieces. It was therefore necessary to withdraw the PICC which had been implanted since (B)(6)2018 , in view of the risks of air embolism and foreign body migrations.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken non-bd extension set connector stuck within a powerpicc catheter is confirmed; however, the exact cause is unknown as the broken device is a non-bd component. One 4 fr powerpicc solo catheter and one non-bd extension set with a 3-way valve were returned for investigation. The distal stem of the of the male portion of the connector was broken. The broken segment was lodged within the connector of the powerpicc solo catheter. A microscopic observation male extension set connector revealed a rough and uneven fracture surface. Material whitening was present on a section of the connector which indicates the connector was exposed to high forces. The direction of the stress whitening suggest torsional stress was applied. An attempt to remove the lodged segment from the solo connector was unsuccessful. Based on the condition of the returned sample, possible contributing factors include over-tightening, chemical degradation of the extension set luer stem, and dimensional tolerance issue with non-bd extension set. A lot history review (lhr) of recw1491 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recw1491 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that by unscrewing the tubing at the PICC line connection, a piece got stuck in the PICC valve. The system broke down. The doctor tried to extract the piece of plastic that broke up into small pieces. It was therefore necessary to withdraw the PICC which had been implanted since (B)(6) 2018, in view of the risks of air embolism and foreign body migrations.